Event description:
The customer reported having unexplained high blood glucose. The caller stated that she was vomiting and had an urgent care due to diabetes ketoacidosis and high blood glucose. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. Instructed the customer to remove the cannula, and it was not bent or occluded. Recommended to change the entire infusion set and reservoir. The customer called back and stated that the doctor made some adjustments and she is doing fine. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.